Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012354080 was returned and analyzed. Visual inspection of the handle area identified a kink on the side port tube. The steering mechanism and deflection tests were performed; no anomalies were discovered. The functional testing was performed; no anomalies were discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.095 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0181 psig and in an acceptable range. In conclusion, the sheath did not pass returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed pulsed field ablation procedure, the side port of the sheath was kinked at the end. No patient complications have been reported as a result of this event.